Event description:
It was reported that during a da vinci prostatectomy procedure, the system surgeon side console (ssc) view was cloudy due to too much condensation. The customer tried multiple endoscopes to resolve the issue, however, the cloudy image remained. An isi technical support engineer suggested that the customer clean the camera head lense, however, the procedure was converted to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) found a faulty bifurcated light guide cable. The bifurcated light guide cable is connected to the illuminator via a single connection allowing one cable to support two light ports on the endoscope. The system was repaired by replacing the affected bifurcated light guide cable. As of 2008, there have been no reported recurrences of the issue at this hospital.